Event description:
Tech alleged that the cardio pulmonary resuscitation was not functioning. No pt impact.

Manufacturer narrative:
The tech found the cardio pulmonary resuscitation lever was stuck. The tech reset the cardio pulmonary resuscitation lever to resolve the issue.